Event description:
It is reported that the patient has a blank screen on their insulin pump. Patient's blood glucose level is at 167mg/dl. Trouble shooting is conducted and it is found that the battery cap might need to be replaced. The cap is replaced and customer has not called back. No further information available

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.